Manufacturer narrative:
Correction: please retract this report as this report is duplicate of 2017865-2024-66889.

Event description:
It was reported that the patient experienced pocket erosion. The pacemaker and leads were visible. The pacemaker and leads were explanted and replaced on the later date. The patient was stable throughout.